Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided, and moderate ketones due to an occlusion alarm. Customer addressed bg level with a correction bolus. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.